Event description:
Health care professional at center reports two pt reactions upon changing both pts from a synthetic dialyzer membrane to a cellulose acetate dialyzer membrane. Both pts symptoms occurred at onset of pt treatment. Both pts were removed from the dialyzer at the time of the incident. The health care professional reports one pt had a respiratory arrest. Add'l details regarding these events are unk at this time. The health care professional does report that both pts are fully recovered and continue to use a synthetic dialyzer.